Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leakage. There was no patient involved.

Manufacturer narrative:
Updated: b4, e1 (event site email), g3, g6, h2, h6 (,type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failure. It was operator error. They could have installed already empty tanks or not used the correct gasket during install of the new tank. The unit passed all safety and functional tests.

Event description:
N/a.